Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'buttons 3, 6 and 9 not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keys 3, 6, 9 and far right blue soft key do not work. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump buttons 3, 6 and 9 were not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.